Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had lost stimulation. An impedance check revealed high impedance on several contacts. In turn, the patient underwent surgical intervention. During the procedure, the lead was found to be fractured. As a result, the lead was explanted and replaced. The doctor also electively explanted and replaced the patient's ipg. Surgical intervention resolved the patient's issue.